Event description:
Two hours into the surgical procedure, the surgeon noticed an arc of energy near the bowel area of the pt while using the monopolar cirved scissors instrument. The instrument was immediately removed and upon removal, a hole in the instrument tip cover was observed. The instrument tip cover weas removed and replaced and the same instrument was used to complete the planned surgical procedure. The surgeon indicated that it appeared that the hole in the instrument tip cover was caused by the tip of another instrument rubbing against it. An arching mark near the pt's bowel was reported. But no pt harem, adverse outcome or injury was rpeorted.